Event description:
The patient reported their ptm programmer was locking them out at random, and they normally had a three hours lockout time which was the patient¿s lockout interval. The patient stated they were sent an antenna about one to two months prior to the report. The patient also reported they had a lot of communication errors as well. The ptm issue had been going on for a week. The patient stated they saw the wrong refill date on their ptm; that it showed february instead of (B)(6). When the patient was able to pull up their info on the ptm, it showed (B)(6) as the previous refill date. The patient was not sure how the february date was involved. The patient stated they were able to receive a successful bolus at ¿around 2:00¿ on the day of the report. The medications used within the system were dilaudid and an unknown second medication. The patient further noted that they had intermittent issues with the ptm, and the device would not turn on sometimes. They noted that the device would lock them out when it should not, and they received error codes 0617, 0616, and 8503. The ptm would not perform telemetry with or without an antenna. The patient noted they had an appointment with their doctor and representative yesterday on (B)(6) 2013, and they were told they needed a new ptm programmer.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the personal therapy manager revealed no anomalies. (B)(4).